Event description:
It was reported that, during an arthroscopic hip surgery, the patient's positioning device jaw broke causing a loss of traction. Procedure was successfully completed with the same device. No significant delay or patient injury was reported.

Manufacturer narrative:
(Updated): the device, used for treatment, was not returned for evaluation. As such, visual inspection and functional testing could not be performed. However, a photo of the device was provided and showed the rail clamps are broken. A relationship, if any, between the device and the reported incident could not be confirmed. Potential factors that could contribute to broken rails are wear from use. A DHR review was performed and showed no non conformances or deviations associated with the serial number provided. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. As such, visual inspection and functional testing could not be performed. However, a photo of the device was provided and showed the rail clamps are broken. A relationship, if any, between the device and the reported incident could not be confirmed. Potential factors that could contribute to broken rails are wear from use. A device history record review was performed and showed no non conformances or deviations associated with the serial number provided. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be reopened and evaluated. Additional information was received that indicated that the affected serial number is: (B)(4).

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. A photo of the damage was provided, however, a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such, the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip ask the device's jaw broke causing a loss of traction. No instruments were inside the patient when the event occurred. The procedure was successfully completed with the same device. No significant delay or patient injury was reported.